Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was not used for diagnostic or treatment purposes, as the samples were returned unopened. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed. A DHR review was completed before the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex.. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. U.s. Product. Packaged in mexico caution: federal (USA) law restricts this device to sale by or on the order of a physician. Single use do not use if package is damaged. Do not resterilize. Keep away from sunlight". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the catheter was found difficult to insert inside the bladder which caused the sphincter to spasm; also the patient experienced incomplete bladder urination due to the use of catheter. The complainant reportedly stated that the newer bard catheters measured about 0.020 of an inch larger in diameter when compared with older bard 9414 catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was found difficult to insert inside the bladder which caused the sphincter to spasm; also the patient experienced incomplete bladder urination due to the use of catheter. The complainant reportedly stated that the newer bard catheters measured about 0.020 of an inch larger in diameter when compared with older bard 9414 catheters.